Event description:
It was reported that the biomed had to replace bottle side pressure sensors. This issue was reported to bd associate during their site visit. Bd associate discussed how improper door closure could damage the pressure sensor, when slamming doors shut and how improper cleaning of the membrane assembly could damage the pressure sensors, when applying excessive force. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.